Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was confirmed that the lack of adhesive around the forceps cover was due to leakage from the forceps channel. However, the foreign matter coming out of the channel was not reproduced. The root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the ultrasound gastrovideoscope had a hole in the elevator channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.